Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that the device failed to recognize defibrillator pads being placed on a patient during a cardiac arrest. When the first set of pads was placed, the user could not get the monitor to read anything. The user placed a second set of pads, then had no further issues. Resuscitative efforts were performed for 41 minutes. The patient was found and remained in asystole. The customer reported it is not believed the device behavior impacted the patient outcome. This was an unwitnessed cardiac arrest with an unknown downtime. Due to patient age and history, extended resuscitative efforts were performed. The patient died.

Event description:
The customer reported that the device failed to recognize defibrillator pads being placed on a patient during a cardiac arrest. When the first set of pads was placed, the user could not get the monitor to read. The user placed a second set of pads, then had no further issues. Resuscitative efforts were performed for 41 minutes. The patient was found and remained in asystole. The customer reported it is not believed the device behavior impacted the patient outcome. This was an unwitnessed cardiac arrest with an unknown downtime. Due to patient age and history, extended resuscitative efforts were performed. The patient died. The electronic event file and waveforms from this event were reviewed by a philips clinician. This event was retrieved from the device memory and is the only event for the date and time that is a patient event (not a testing event). The device was powered on at 7:01:07 a.m., pads were applied and the AED algorithm analyzed the patient rhythm and delivered a no shock advised message for the asystolic rhythm. During the event there were two pads off messages: at 2:49 elapsed time (et) for 5 seconds and at 5:15 et for approximately one minute. The available event file showed a waveform from the beginning and throughout the event except for the two periods of pads off condition. A philips repair bench technician evaluated the device and was unable to duplicate the issue. During evaluation, the device recognized pads every time and shocked at every desired manual defib setting. No parts were replaced. The device passed all performance assurance tests and was returned to the customer. Based on the information available to philips, the device appeared to have functioned as expected.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.